Manufacturer narrative:
Device evaluation: "the device related to the reported events of deflation and other-technical, received on mar 22, 2021 with lot number 1389013. Visual analysis of the returned device identified: cracked valve, flat creases, and missing fill channel (75-100%). Leak test and microscopic analysis were performed which identified: a cracked valve, a sharp, broken fill channel, and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp, broken fill channel assessed as an unidentified (tear) opening. Missing fill channel due to inconclusive."

Event description:
Healthcare professional reported left side "plug strap separated." Device has been explanted.

Event description:
Healthcare professional reported "plug strap separated."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.